Event description:
It was reported that oversensing related to possible myopotentials was observed. Reprogramming and further evaluation was recommended. No further information is available.

Manufacturer narrative:
(B)(4).